Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 37. On (B)(6) 2020, fracture of the implant was verified. No product was returned to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.